Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. The outer insulation was breached due to metal ion oxidation (mio); all conductors were distorted; all conductors had blood/body fluid (not obstructed); blood/body fluid in outer tubing overly; outer insulation and outer tubing overlay had cosmetic environmental stress crack (esc); outer tubing esc breach (non-electrical); outer insulation breached cut and cosmetic depression. The helix/lobe was distorted/bent and the lead was stretched.

Event description:
It was reported that the lead was returned to the manufacturer noting the pace/sense portion of the lead had been previously replaced. Follow-up attempts were unable to obtain additional information about the reason for the partial lead replacement. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.